Event description:
Report states that "conmed spectrum tip broke off in the shoulder". This was an transient injury, which required therapeutic or diagnostic intervention. The device not received by clinical engineering and may have been discarded. If received, will return to manufacturer for analysis.